Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, there was no dc power getting to the centrifugal control module from the delphin battery module with the dc power cable connected and the battery switch in the connect position. The meter on the delphin battery was deflecting indicating a fully charged battery. The fsr found that the fuse cap was missing on the 6.25 amp fuse mounted to the base of the delphin battery. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. This delphin battery module had the old type fuse holder with the cap screwing on the outside of the fuse holder body. The field service rep (fsr) reinserted the fuse and fuse holder, then verified that the voltage was restored and the battery backup connector powered the control module. The delphin battery and centrifugal control module functioned properly. No additional info will be taken at this time.